Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that at the end of treatment, blood was noted to be running down the outside of the dialyzer where the headers attach to the hansen connectors. The dialyzer fibers were intact and the leak was external at the connectors. Estimated blood loss was 10 mls. The patient was asymptomatic, did not require medical intervention, and was fine at the conclusion of treatment. Sample disposed of due to exposure to bloodborne pathogen.